Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient had a loss of connection. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 10/04/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A pairing test with nordic bluetooth device was performed on the transmitter and it failed. A global receiver functional test was performed on the transmitter and it failed. Data was reviewed, finding signal loss on the date of issue. The complaint of a loss of connection was confirmed. The root cause was determined to be a defective transmitter, post investigation.